Event description:
It was reported that the right ventricle lead exhibited high pacing impedance. Upon review, fluoroscopy showed lead fracture due the access site location near clavicle. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of fracture, clavicle crush, and high pacing impedance was confirmed. As received, a partial lead was returned in two pieces. Visual inspection and x-ray examination of the lead found fractured outer coil filars. The impedance test was not performed due to fractured outer coil. The cause of the reported event was isolated to the clavicle crush.